Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of patellar tendon repair surgery of the left knee performed on (B)(6) 2016 using healix advance br with orthocord, the patient had revision surgeries on the following dates: (B)(6) 2016 due to post-operative infection. According to the report, the revision surgeries included the following: (B)(6) 2016: debridement and synovectomy, I & d; (B)(6) 2016: open lysis of adhesions, I & d, wound vac placement, manipulation under anesthesia; (B)(6) 2016: open lysis of adhesions, I & d , wound vac placement; , (B)(6) 2016: revision patellar tendon reconstruction, quad v-y plasty, patellar realignment, I & d. It was further reported that the initial procedure included: complex patella tendon reconstruction, lysis of adhesions, medial and lateral retinacular reconstruction. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of patellar tendon repair surgery of the left knee performed on (B)(6) 2016 using healix advance br with orthocord, the patient had revision surgeries on the following dates: (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 due to post-operative infection. According to the report, the revision surgeries included the following: (B)(6) 2016: debridement and synovectomy, I & d; (B)(6) 2016: open lysis of adhesions, I & d, wound vac placement, manipulation under anesthesia; (B)(6) 2016: open lysis of adhesions, I & d , wound vac placement; , (B)(6) 2016: revision patellar tendon reconstruction, quad v-y plasty, patellar realignment, I & d. It was further reported that the initial procedure included: complex patella terndon reconstruction, lysis of adhesions, medial and lateral retinacular reconstruction. It was further reported that the patient had postoperative pain on (B)(6) 2016, joint stiffness and arthrofibrosis on (B)(6) 2016. The current status of the patient was unknown. No additional information was provided.